Event description:
Reporter had a meter to hcp meter comparison test done while in hosp for an unrelated problem. Reporter bs was being checked 4 to 6 times a day. The reported tests were capillary samples collected in a transfer pipet, applied to the reporter's meter reading was 146mg/dl, and the hosp meter results was 252mg/dl. No symptoms were reported. A control solution test was reported as "within range." No harm was alleged.